Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, the patient experienced a failure to alert after which she experienced a hypoglycemic event. The patient said she was getting something, then she fell on the floor losing consciousness. The patient said cgm was reading low but no specific reading was reported, and no blood glucose readings was reported either. The patient said no alerts sounded when the cgm was low. The patient was found by her son, she said she was able to hear her son but unable to respond. The son called 911 and the patient was brought to the hospital. The patient did not remember what treatment was given but stated that they spent a total of 1 night at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).